Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported by the customer that there has been an increase in hospital-acquired pressure injuries with their isolibrium mattresses. However, it was confirmed that they did not have a specific event to report and were just stating a general concern. Additionally, the staff acknowledged that pressure injuries occur for many reasons and they are being trained to set the weight range on the mattress to prevent this from occurring and they are not alleging any defect with the mattress

Event description:
It was reported by the customer that there has been an increase in hospital-acquired pressure injuries with their isolibrium mattresses. However, it was confirmed that they did not have a specific event to report and were just stating a general concern. Additionally, the staff acknowledged that pressure injuries occur for many reasons and they are being trained to set the weight range on the mattress to prevent this from occurring and they are not alleging any defect with the mattress

Manufacturer narrative:
Hospital staff are being trained to properly set the weight range.

Event description:
It was reported by the customer that there has been an increase in hospital-acquired pressure injuries with their isolibrium mattresses. However, it was confirmed that they did not have a specific event to report and were just stating a general concern. Additionally, the staff acknowledged that pressure injuries occur for many reasons and they are being trained to set the weight range on the mattress to prevent this from occurring and they are not alleging any defect with the mattress